Event description:
The customer called to report unexplained high blood glucose levels. The customer also reported that her blood glucose levels dropped so much last week that she needed assistance by the paramedics. The customer stated that she lost all confidence in the insulin pump, and requested a replacement. The customer was advised of her out of warranty options. The customer chose not to return her current insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.